Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on 05/(B)(6) 2018 stating that this lead had oversensing on the rv electrogram (egm). The following physician was dr. (B)(6) at (B)(6) medical center in boston, ma. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).